Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file; unable to perform off no power test, a21 error test, occlusion test, no delivery test due to motor error alarm. No reset anomaly noted. However, the insulin pump passed the rewind, basic occlusion, prime displacement, self test, idle current and run current tests. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. Customer also reported they were unable to rewind the insulin pump and the insulin pump turned off. Customer also stated the insulin pump was reset after the alarms occurred. Customer's blood glucose was 180 mg/dl. The customer stated the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.